Event description:
A pacing failure occurred while in use.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. The house retain sample for the reported lot was continually tested per specification and was noted to pass all testing on both electrodes. There was no loss in continuity that could result in pacing failure. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported lot number.